Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review / investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during fracture surgery of the proximal humerus on (B)(6) 2019, a drill bit broke. The surgeon was putting in a philos plate, trying to put one of the proximal blocked screws, when resistance began and the tip of the drill bit 2.8 broke. The fragment was impossible to remove from the patient and was left inside of the patient. The procedure was completed successfully with no delay. Concomitant devices: philos plate (part: unknown, lot: unknown, quantity: 1), screw (part: unknown, lot: unknown, quantity: 1). This report is for a 2.8 mm drill bit. This is report 1 of 1 for (B)(4).